Manufacturer narrative:
The rate sensing portion of this lead was surgically abandoned and remains implanted as the shocking portion of the lead is still being used. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure of another manufacturer's device, the terminal pin of this implantable right ventricular (rv) defibrillation lead became separated from the insulation. A boston scientific technical service consultant recommended the lead be replaced. The physician elected to surgically abandon the rate sensing portion of the lead and implanted a new rate sensing lead. The patient's left side was occluded so the new rv lead was tunneled from the right side. There were no adverse patient effects reported.